Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
The tigerpaw system ii device didn't deploy properly. The second tigerpaw system ii device was successfully used to complete procedure. No known pt effect. No blood lost referred to this event.